Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited back up vvi operation during the cybersecurity upgrade attempt which failed. The patient was brought into clinic on (B)(6) 2018. A device download was performed successfully. The firmware upgrade was not attempted afterwards. The patient was in a stable condition.